Manufacturer narrative:
Based on the current information provided, the cause of the reported pneumothorax remains unknown; however, the physician did note that it was not believed to be specific or unique to the ion endoluminal system. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: following an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax that required observation for an unknown duration of time. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a left upper lobe nodule using a 21g flexision needle, compatible third-party forceps, and a cytology brush. The patient also underwent broncho alveolar lavage (bal) during the same biopsy procedure. The patient experienced a pneumothorax requiring observation. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the pneumothorax was discovered on a post-procedure chest x-ray (cxr). The physician does not believe that the ion product caused and contributed to the pneumothorax and the pneumothorax would have occurred via another modality. There was no malfunction of an ion product. The pneumothorax was tiny and did not grow bigger over time. The patient was asymptomatic, was not medically unstable and did not require any chest tube placement or hospitalization. The patient was discharged without incident.